Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment two months prior to call. Customer reported of still being able to smell insulin while changing infusion set. Customer reported of seeing insulin. Customer then said that insulin was not visible in reservoir compartment or past o-ring, and there was no damage. Customer no longer had reservoir to return for analysis.